Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered moisture inside the cassette door of their cycler during the end of peritoneal dialysis therapy. The leak was noticed when the patient attempted to end the treatment. The patient reported to have received air detected in the cassette alarm while in fill 1 of 6. It was unknown during which phase of therapy the leak may have started. The cause of the leak was unknown. Upon follow up with the patient¿s nurse, it was noted that the patient did not develop any symptoms or injury as a result of the event. The patient was advised to discontinue use of their cycler. The patient completed treatment with manual supplies until a new cycler was delivered. The patient has continued with peritoneal dialysis therapy.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.